Event description:
In 2007, nellcor puritan bennett received a report for a warmtouch 5200 pt warmer. The report states "10 mins later the dr. Started to use the product, it started to smell burning, threw sparks, and eventually ignition occurred." "Doctor extinguished fire with saline. No pt injured." There was no other info provided in this report. Six days later, the following add'l info was reported. "The product was under the operation table in use. When the doctor and the nurse lifted the drape up to check the product under the operation table because they smelled something burning, they found the spark and the ignition occurred." "Since the product was not located close to the pt, no pt injured." No other info has been provided to date.

Manufacturer narrative:
The warmtouch 5200 pt warmer was returned to tycohealthcare where the quality assurance engineer examined and photographed the power cord and the warmtouch 5200. A preliminary report indicates that the warmtouch 5200 has been in service for 7 yrs and operates as intended without any defect. No conclusion can be drawn at this time. This investigation is currently in process. A follow up report will be submitted when all info has been obtained.